Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's nurse practitioner contacted dexcom technical support on (B)(6) 2011 to report that patient experienced a broken sensor wire. During a follow-up call by dexcom technical support, patient's mother reported that the sensor was inserted by the nurse practitioner at the clinic and that the sensor failed ten minutes after insertion. Upon removing the sensor, patient's mother noticed that there was no wire present; there was no wire protruding from the patient's skin and no wire underneath the patient's skin. Patient's mother reported that patient experienced some soreness at the insertion site and that the site was sensitive to touch. No medical intervention was required, and patient was fine and healthy at the time of her mother's follow-up call with dexcom technical support.